Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician encountered difficulty inserting the right atrial (ra) lead into the corresponding port of this implantable cardioverter defibrillator (ICD) during the implant procedure. The physician was ultimately able to insert the lead fully and complete the procedure. No adverse patient effects were reported. This system remains in service.